Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the cannula separated from the headset. The cannula could not be located via ultrasound in the patient's body. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.